Manufacturer narrative:
(B)(4). Additional information: the ple60a individual carton was visually inspected and was found to have damage at the corner. Damage appeared to be caused by crushing or dropping. The package was taken from the carton for visual inspection and it was confirmed that the blister was damaged at the same corner as the damaged carton. The blister was cracked in a matter that appears to be caused by crushing or dropping onto its corner while in its individual carton. Edges of the break were jagged and rough. This indicates that the damage occurred after the blister was formed. A cut or break that occurs before forming would have smoother melted edges. The tyvek lid was ripped from the cracked blister. The cracked blister and ripped tyvek did result in a breach of the package integrity. All packages are 100% inspected after sealing process and placed into individual cartons. The cartons travel flat on a conveyor and are inspected before placement into corrugate shipper boxes. Three cartons go into each shipper box. The damage was caused by inappropriate handling or storage and most likely occurred external to ees. Complaint was confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to an unknown procedure, the corner of the box was ¿mashed.¿ they removed the packaging out of the box and the same corner was ¿mashed.¿ the top of the paper is torn and the plastic is cracked half way and the seal is open. A second device was opened and the case was completed with no patient consequences.